Event description:
This device is used to monitor fluid accumulation in the chest of chf pts who have been in and out of the hosp on two or more occasions in the last six months. A pilot study was done and it was found that the cables had problems. There were no readings on the machine. Three cables were replaced on two occasions but there were no readings on the monitor.